Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and the review of the alarm log. The cause of the reported condition was determined to be a low battery. The cause of the low battery was determined to be an inability to charge due to a blown fuse. To correct the condition, the battery and the blown fuse were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.